Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibia loosening at the bone to cement and cement to implant interface and osteolysis.

Manufacturer narrative:
Examination of ths submitted device confirmed deformation of the posterior stabilization spine is apparent both medially and laterally suggesting internal/external rotation motion of the femoral component with respect to the insert. The extent, shape, and size of pits or depressions of both articular surface is consistent with cement debris, consistent with breakdown of cement. This would be consistent with loosening of at least one component in the knee construct. It was unlikely that a manufacturing defect was present. A complaint database search finds no additional reports against the provided product and lot combinations. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.